Manufacturer narrative:
Corrected data: in the initial MDR the incorrect entries were populated. Adverse event and/or product problem. Outcomes attributed to adverse event and type of reportable event. These fields were updated as following: from both adverse event and product problem to product problem. From required intervention to prevent permanent impairment/damage to blank (no entry). From serious injury to malfunction. Additional info: device available for evaluation? Yes. Returned to manufacturer on: 06/01/2017. Device returned to manufacturer? Yes. Device evaluation: the returned complaint sample consisted of the activated cylinder (with no remaining expellable solution), the cylinder holder and the plunger rod which was screwed into the backside of the blue rubber plunger. The cannula was attached at the cannula mount on the holder. Visual inspection of the complaint syringe indicated that the healon solution and the product cylinder were not the source of the fiber reported by the customer. These components were clean and from foreign material. Fibers were observed on the cannula hub and cannula mount and inside the hub of the cannula. Introduction of fibers onto the outer surfaces of the syringe is likely to occur during the mounting of the cannula by the customer. The introduction of fibers into the cannula hub can also occur when mounting the cannula onto the holder, but could also occur during the manufacturing of the cannula. Hence it was not possible to determine if there was a product quality deficiency. Retained product evaluation: visual inspection on retained products of the same lot number was performed. No visible defects were found on 33 samples out of 35. Two (2) has damaged blister package, but the integrity was still intact. The defect does not impact the form or function of the product. No impact to product quality or usage. This was a rare defect and assessed as single event. The solution was clear and colorless in all the samples. All components were included in the product, without defects. No visible defects on the cannula. The printing on the carton and labels were correct. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation a product quality deficiency was found in two of the retained samples. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device. (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported when injecting the healon in the capsular bag, it was observed that a dark and twisted particle about 0.5 cm long (similar to a nylon thread), came out of the cannula. It was removed by vacuum and there was no patient harm. No further information was provided.